Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 394 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site, the pod's pink slide insert was found to have not moved forward, despite the cannula deploying, indicating that there was a needle mechanism failure. As treatment the patient replaced the pod.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed the priming sequences as well as operated until it was deactivated at pulse 1661. No timeouts or drive stalls were observed in the device data. The needle mechanism was reset and deployed as intended through manual advancement of the ratchet gear. No damages or issues were observed with the device that could cause a needle mechanism failure.